Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported: malformed staples. During the radical resection of esophageal cancer surgery, when severing tissue, after fired, noted staple dropped. Changed the new one to complete surgery ( used suture to oversew). There was no patient consequence reported. No additional information can be provided.